Event description:
The intra-aortic balloon was inserted into the pt on 3/29/98 at 6:30 a.m. And removed on 3/30/98 at 1:45 p.m. Difficulty was encountered and the intra-aortic balloon was surgically removed. A vascular surgeon was consulted. The pt had severe bleeding and a transfusion was required. Also, the pt had a thrombosis and a hematoma which compromised circulation and required surgical removal of the intra-aortic balloon pump and debridement of the wound. The wound was packed with antibiotic soaked dressings and a jackson-pratt drain was inserted. The intra-aortic balloon was not returned to datascope for evaluation. (Event complications: bleeding/severe/transfusion/thrombosis/hematoma/surgery required.) (Pt's current status: discharged - reported 7/14/98.)